Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose level was 267 mg/dl. Customer stated that there blood glucose level was over 400 mg/dl and 450 mg/dl. The customer was assisted with troubleshooting for high blood glucose event. The customer was treated with manual injection during hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea and confused customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the blood glucose level at the time of hospitalization was 300 mg/dl. Customer declined to perform a carelink upload. The customer also reported that the infusion set cannula was found to be bent. The customer experienced multiple blood glucose values such as 480 mg/dl, 416 mg/dl. The insulin pump will not be returned for analysis.